Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 125 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return after the pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No blank display anomalies noted during testing. The device passed displacement test, rewind, prime, seating, basic occlusion, force sensor, occlusion, active current measurement and selftest. The device received with high sleep current measurement due to severe corrosion on all electronic assemblies. The device received with corroded force sensor assembly and moisture damage on motor assembly.